Manufacturer narrative:
Corrected information was provided in d.4. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A lens was returned in an unlabeled lens case. The lens was not the reported lens model. Clarification was requested if the reported lens was the replacement. It was stated the complaint lens was verified to be the reported lens. No information was provided to identify the returned lens. Product history records were reviewed and the documentation indicated the product met release criteria. The account indicated the use of a qualified associated cartridge and handpiece with a non-qualified viscoelastic. The reported lens was not returned. The root cause for the reported complaint may be related to a failure to follow the IFU. A non-qualified viscoelastic was indicated. The IFU instructs: company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. A lens was returned in an unlabeled lens case. The returned lens was not the reported lens. Clarification was requested if the reported lens was the replacement. It was stated the complaint lens was verified to be the reported lens. No information was provided to identify the returned lens. It was reported that the or nurse who delivered it at the time had resigned. No further information could be obtained. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received stating it was difficult for them to verify that it was the correct iol as it had been cut for removal.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The account indicated the use of a qualified associated cartridge and handpiece with a non-qualified viscoelastic. The root cause for the reported complaint may be related to a failure to follow the instructions for use (IFU). The viscoelastic indicated is not qualified for the lens/cartridge/injector combination used. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. File will be reopened when new information or the product is received. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that after an intraocular lens (iol) implantation procedure, scratch of the intraocular lens was noticed. Additional information was requested and received stating that it was difficult to determine whether it was present before or during the surgery.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).